Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with leads targeting the cluneal nerve. In may 2024 the firm was notified that the patient was experiencing what was described as sudden drainage from the ipg incision site on the low back. Per the physician, there was a possibility of infection and physician was concerned that the implant had been somehow compromised. On (B)(6) 2024 a surgical procedure was performed to remove the existing nalu system, irrigate and clean the incision area, and place a new nalu system (see MDR 3015425075-2024-00220). After the system was replaced, the patient reported inadequate pain relief despite multiple reprogramming and troubleshooting attempts. Physician informed the firm that CT scans showed what appear to be mechanical issues with the patient's physiology, which would require removal of the nalu system to address. On (B)(6) 2024 the nalu system was fully explanted to allow the patient to address other physical issues.

Manufacturer narrative:
There is no indication of any system or component failure. The patient appears to be experiencing physical issues unrelated to the nalu system and required explant in order to address those issues.